Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The caller reported that they were told by the nurse practitioner that there was a patient who's ins unit would rotate 360 degrees in their chest. No patient symptoms were reported. No further patient complications have been reported as a result of this event.